Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was no image on the bronchovideoscope. This occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. It was noted the u plug unit caused the image to blackout. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.